Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leg numbness and loss of strength. The physician believed this was due to a hematoma and removed the device. The patient recovered without sequelae.